Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that there was cosmetic damage not affecting function due to a missing fastener in the side rail assembly. This did not impact side rail functionality and the side rail would still be able to be latched and remain latched if needed.

Event description:
It was reported via repair work order that the pin was missing in the side rail, which could prevent the side rail from latching. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the pin was missing in the side rail, which could prevent the side rail from latching. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.